Event description:
Reportedly, the defibrillation system was successfully implanted on (B)(6) 2017. Three follow-ups were performed after 1 to 3, 6 and 12 months without any adverse event. Patient died on (B)(6) 2018.

Event description:
Reportedly, the defibrillation system was successfully implanted on (B)(6) 2017. Three follow-ups were performed after 1 to 3, 6 and 12 months without any adverse event. Patient died on (B)(6) 2018.